Manufacturer narrative:
D9: date returned to mfg.: 4/15/2024. H3 and h6. Evaluation codes: updated. One decontaminated device sample inside the tube was returned. Under visual inspection the sample appeared to be in good condition. A functional leak test was performed, and it was found that sample cannot pass the test - cuff was deflating. The source of the leak was found to be tear in inflation lumen. Because the cuff leak was not observed prior use it is the most probable that the reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge or incorrect manipulation with flange. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No trend of similar customer complaints was identified and there were no other customer complaint against the reported lot number.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The report stated that the tracheostomy cuff was not holding pressure on a ventilated patient. Urgent tracheostomy change required. The balloon failure was noted on wed evening and cuff pressures were monitored closely overnight and adjusted regularly- at times requiring 1/2 hourly checks. The outcome of the faulty balloon is that the patient required ventilation for longer than normal as it was not as effective as normal. The tracheostomy change was planned for thursday or an emergency change would have been organized. It lasted for 24 days. Normally the changes are planned for 28 days. The schedule had not been adjusted after the emergency change at the beginning of feb as in the next "riskman". There was patient involvement but no patient harm/adverse event reported.